Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The seal on the flap valve became detached and dropped inside the pt. It was successfully retrieved with no difficulty. The procedure was finished with some gas loss from the trocar. The device was from a tk12m kit. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no batch identification. D5; h4: info unavailable. Product code: 511s, 512s; lot no: j43c7b, j43c7b; batch no: unk, unk; amount: 1, 1; nature of inquiry: gasket fell into pt, gasket fell into pt. Sleeve (a) is missing the inner gasket, inner gasket was received separately in a sealed packet. No conclusion could be reached as to how it occurred. Sleeve (b) is conforming. Co reviews each incident as it occurs in an effort to continuously improve co's products.